Event description:
Event 1: [redacted date] mfg: baxter mfg product code: 2r8546 lot: unknown "entering on behalf of rn caring for infant. Infant with PICC line infusing tpn and il. Mother called rn into room stating that when she stood up with infant, the lipid tubing disconnected from the line. Disconnect occurred at connection between il tubing and lipid filter. With assistance of npds, this rn, and bedside rn, il bag sterile re-spiked, new tubing and lipid filter primed and connected to PICC line in a sterile fashion. Unsure if unsecure connection due to user error (not tightening connection) or due to tubing malfunction. Tubing sequestered and placed in apsm office. Lot number and expiration unknown as line was hung [redacted date] at 2300." Event 2: [redacted date] mfg: baxter mfg product code: 2r8546 lot: unknown leaking baxter tubing (smof lipids). Event 3: [redacted date] mfg: baxter mfg product code: 2r8546 lot: unknown tpn y-site noted to be leaking at a brisk rate - puddle noted on floor and visible drip from 2nd y site down from the spike. Safety rn notified and resident notified. New IV fluids ordered and to be hung. Tubing and packaging saved for apsm - given to safety rn. Event 4: [redacted date] mfg: baxter mfg product code: 2r8546 lot # (10) r23j03055. IV baxter tubing disconnected at y-port during tube priming. Event 5: [redacted date] mfg: baxter mfg product code: 2r8546 lot: unknown line change being performed by this nurse on a patient 1154b when a baxter tubing was found to be missing a roller in the roller clamp on the tubing. Manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue.